Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values where the cgm kept fluctuating from 40-50 mg/dl and the word "low" which prompted the patient to drink 12oz orange juice and 2 regular cans of mountain dew every 15 minutes at home. Despite these interventions, the cgm still was hypoglycemic. The patient didn´t experienced any symptoms. Without a fingerstick test performed, the patient called 911. When the paramedics arrived, the bgm was 565 mg/dl and the cgm was "low". The patient was treated with insulin though IV at the ambulance. At the ICU, the bg was checked and it was still 565 mg/dl and the cgm was still showing low. The cgm was removed eventually. The patient was treated with insulin- therapy at the ICU and was diagnosed with dka. The patient was discharged on (B)(6) 2025. The last bg readings known were 100-180 mg/dl. Although the patient felt lethargic, she reported feeling better at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with low cgm reading. The reported glucose values fall within the d zone of the parkes error grid was taken upon arrival of the paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D1 brand name - correction. H2 correction.